Manufacturer narrative:
The additional proglide device that had the suture break referenced is filed under separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one suture was placed without any issues, however, the suture broke due to interaction with the second proglide device. The second suture was placed and another proglide device was used to place an additional suture. The sheath was upsized to 16f and the evar procedure was completed. The successfully replace sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.